Event description:
It was reported that during the implant attempt, electrical testing after initial successful screw deployment of the atrial lead revealed unacceptable numbers. When the physician attempted to retract the screw to reposition the lead, the screw would not fully retract as observed on fluoroscopy. The lead was removed and examination of the lead confirmed that the screw did not retract. An attempt was made to retract the screw and then redeploy outside of the body. The screw did retract fully, but when trying to redeploy, the screw would "pop out" suddenly. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.